Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the pump and valves on the integrated multisensor technology (imt) pump panel. The cse realigned the imt probe and imt module. The cause of the discordant sodium results is unknown. The cse successfully ran a diluent check test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The patient samples were repeated on an alternate instrument, which resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.